Event description:
It was reported that the patient had received required intervention for hypoglycemia. The patient's blood glucose levels had dropped to 42 mg/dl while wearing the pod for longer than 48 hours. The patient reports having trouble moving their leg. Upon arrival of the paramedics the patient was treated with orange juice and peanut butter. The patient reports after treatment their blood glucose level was 130 mg/dl. The patient did not go to the hospital. The patient was with the paramedics for 75 minutes.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported required intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.